Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator power supply was evaluated and the calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures adn exhibited a non-recoverable loss of functionality. No pt serious injury pr death reported related to this event.